Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported on 30-apr-2024 that the patient experienced issues with three infusion sets. The infusion sets leaked during bolus administration, and leakage may have occurred at the qr/connector or at the site. The events occurred on 30-apr-2024, 31-apr-2024 and 03-may-2024. The infusion sets were in use for a duration of three days. No further information available.